Manufacturer narrative:
Approximate age of device ¿ 1 year and 6 months. It was reported that the pump was discarded and would not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient's heart suffered a remodeling process that made the inflow cannula touch the left ventricle wall, which caused arrhythmia. The pump speed was decreased to avoid suction events. The lvad was functioning normally. The pump was subsequently exchanged and the inflow was repositioned. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the explanted pump was not returned as it was disposed of by the user facility at the time of the exchange. The report of a malpositioned inflow cannula could not be confirmed through this evaluation because the device was not available for investigation and no images showing the misalignment were provided. A specific cause for the reported malpositioning of the inflow cannula could not be determined through this evaluation. Moreover, a specific cause for the reported cardiac arrhythmias as well as a direct correlation with the device could not be determined through this evaluation. Cardiac arrhythmia is listed in the instructions for use (IFU) as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. In addition, the IFU provides instructions regarding the installation and orientation of the sealed inflow conduit. This document states that care must be taken to avoid excessive angulation of the sealed inflow conduit once the left ventricular assist device is in-situ and the ideal orientation will anticipate that the dilated lv may shrink in size as its workload is assumed by the pump. No further information was provided. The manufacturer is closing the file on this event.